Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The small peg on the orange lever is broken off. Spring also came off.

Manufacturer narrative:
The complaint states the small peg on the orange lever is broken off. Spring also came off. The investigation confirmed the failure mode as reported. Previous investigations have identified an issue with one of the tolerance stacks, and this has been rectified with the addition of a boss to the lever and modification of the spring capture so that the spring is much more difficult to remove. The change has been implemented via (B)(4). The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.